Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 37094 - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula events on (B)(6)2024. The blood glucose level of the patient was 400 mg/dl which was treated by changing infusion sets, bolused via pump and multiple daily injection. Therefore, on (B)(6)2024, the patient first went to emergency room and was subsequently hospitalized. During hospitalisation, the during hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. The issue occurred with four similar types of infusion sets used for less than a day and site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-37094. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005865 have already been previously tested in the pr (B)(4) on 20/feb/2025. The reference samples were tested. All test results were within specifications as per the test report database pr (B)(4) complaint test report. And additional tests for the reference samples were documented for the malfunction soft cannula found kinked upon removal from infusion site, visually inspection under section 6.45 and the flow test under section 6.1. All test results were found within specifications. Device history record (DHR) review: the packaging lot 6005865 was manufactured according to the work instruction (wi) version 111 manufactured in the line li38, on 09/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005865 and another 1 complaint have been registered in database for the same lot 6005865 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.